Event description:
It was reported that the patient presented remotely via (B)(6). Upon review it was discovered that the right ventricular lead exhibited high impedance. It was discovered that the lead was fractured. Further information was requested however, was not provided.

Event description:
New information noted the patient was in stable condition and had no consequences post procedure.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2022. Further information was requested however, was not provided.